Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: dtbb1q1 ICD implanted: (B)(6) 2014; 429888 lead implanted: (B)(6) 2014; 5076-45 lead implanted: (B)(6) 2014; 693558 lead implanted: (B)(6) 2014. Other devices involved in this event: heartware ventricular assist system - battery/ (B)(4)/ model #: 1650, device evaluation anticipated, but not yet begun (B)(4). Heartware ventricular assist system - battery/ (B)(4)/ model #: 1650, device evaluation anticipated, but not yet begun (B)(4). Heartware ventricular assist system - battery/ (B)(4)/ model #: 1650, device evaluation anticipated, but not yet begun (B)(4). Heartware ventricular assist system - battery / (B)(4)/ model #: 1650, device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching, critical battery alarms, and a loss of power to the ventricular assist device (vad). The controller was exchanged and the associated batteries are expected to be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: one controller (B)(6) and four batteries (B)(6) were not returned for evaluation. Log file analysis revealed that the controller, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and premature power switching events that were due to communication errors involving (B)(6). Log file analysis also revealed a controller power up event, with associated motor start, on (B)(6) 2018 at 19:56:18. The controller was without power for 10 seconds. Analysis of the alarm log file revealed two critical battery alarms due to communication errors involving (B)(6). As a result, the reported power switching, loss of power, and critical battery alarm events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarm event can be attributed to communication errors between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery (B)(6). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery (B)(6). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery (B)(6). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that two of the batteries also had communication error(s). Five other batteries also had communication err or(s) and remain in use.

Manufacturer narrative:
Corrections: b3, b5, d4, h10 product event summary: one (1) controller and nine (9) batteries (bat554051, bat553856, bat553681, bat550022, bat550308, bat588974, bat589076, bat589204, bat589484) were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed several premature power switching events that were due to momentary disconnections involving bat554051, bat553856, bat550308, bat588974, bat589076, bat589204, and bat589484 as well as premature power switching events that were due to communication errors involving bat554051, bat553856, bat553681, bat550308, bat588974, bat589076, bat589204, and bat589484. Data log files also revealed several relative state of charge (rsoc) values between 101-201 involving bat554051, bat553856, bat553681, bat550308, bat588974, bat589076, bat589204 and bat589484, which are indicative of communication errors. Log file analysis also revealed a controller power up event, with associated motor start, on 19/feb/2018 at 19:56:18. The data point prior to the controller loss of power revealed that bat550308 was connected to power port one (1) and bat588974 was connected to power port two (2) with 53% rsoc; bat550308 had experienced a momentary disconnection within the preceding 15 minutes. The data point recorded after the loss of power re vealed that bat550308 was connected to power port 1 and bat588974 was connected to power port 2. The controller was without power for 10 seconds. Analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving several batteries including bat554051, bat553856, bat553681 and bat550022. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: catalog#: 1650 / expiration date: 30-apr-2018 / serial#: (B)(6) / UDI#: (B)(4) / d10: no / h3: yes / h4: mfg date: 30-apr-2017/ d4: catalog#: 1650 / expiration date: 30-apr-2018 / serial#: (B)(6) / UDI#: (B)(4) / d10: no / h3: yes / h4: mfg date: 30-apr-2017 / d4: catalog#: 1650 / expiration date: 30-apr-2018 / serial#: (B)(6) / UDI#: (B)(4) / d10: no / h3: yes / h4: mfg date: 30-apr-2017 / d4: catalog#: 1650 / expiration date: 31-dec-2017 / serial#: (B)(6) / UDI#: (B)(4) / d10: no / h3: yes / h4: mfg date: 31-dec-2016 / h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2017 / serial#: (B)(6) / UDI#: (B)(4) / d10: no / h3: yes / h4: mfg date: 31-dec-2016 / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650de / catalog#: 1650de / expiration date: 30-nov-2018 / serial#: (B)(6) / UDI#: (B)(4) / d10: no / h3: yes / h4: mfg date: 17-nov-2017 / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650de / catalog#: 1650de / expiration date: 30-nov-2018 / serial#: (B)(6) / UDI#: (B)(4) / d10: no / h3: yes / h4: mfg date: 18-nov-2017 / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650de / catalog#: 1650de / expiration date: 30-nov-2018 / serial#: (B)(6) / UDI#: (B)(4) / d10: no / h3: yes / h4: mfg date: 19-nov-2017 / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650de / catalog#: 1650de / expiration date: 30-nov-2018 / serial#: (B)(6) / UDI#: (B)(4) / d10: no / h3: yes / h4: mfg date: 21-nov-2017 / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.